Manufacturer narrative:
B3- the event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was exchanged.

Event description:
The patient's controller was exchanged on (B)(6) 2024 due to white power cable damage.

Manufacturer narrative:
Section a: corrected patient information; section b3: corrected; section d: corrected brand name, catalog number, device serial and lot numbers, and primary UDI. This event was determined to be duplicate information and was reported under MFR #: 2916596-2024-01262.